Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient noted a change in stimulation. The patient reported knocking into a hard surface within the last 4 weeks. The rep stated that they would get more detailed information. An impedance check was run and it showed that contacts 0-5 were out of range. The patient was given new programs for contacts 6 and 7. The issue was not resolved at the time of the event. It was noted that surgical intervention is planned. No further complications were reported or anticipated.